Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is a part of this recall, however, without the lead return it is unknown if the lead acted in a manner consistent with the recall. (B)(4).

Event description:
It was reported by the patient that alert tones were sounding for 3 weeks. The patient also noted that they had not been seen by a physician for 4 years. Additional information was requested from the physician, however, the clinic confirmed that the patient has not been seen in many years. The right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.